Event description:
This is a spontaneous case report received from a physician in united states on 04-nov-2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014 for permanent contraception. She was not pregnant. The physician informed that 3 patients had hsg (hysterosalpingogram) done on (B)(6) 2014 and had patency or possible perforation, but he did not specify which patient had what. Essure was continued. Follow-up information from general essure questionnaire received on 24-nov-2014 from physician: the incident category was changed to incident. The patient´s (B)(4). In 2009, curettage was performed. Cervical conization, previous ius/iud, myomectomy and adnexal surgery were denied. Any previous gynecological problems or procedures and relevant medical history or concurrent conditions were also denied. On (B)(6) 2014 essure was inserted under general anesthesia. The insertion and the visualization of the tubal ostium were considered easy. The fluid loss was less than 1500cc and the time of procedure did not take more than 20 minutes. After insertion and before occlusion confirmation, the patient used condoms. On (B)(6) 2014, hysterosalpingogram was done. During hsg, one side the coil showed that it was not following the trajectory of the tube, unsure if there was perforation. The physician stated a failed closure (the previous reported event patency or possible perforation was amended to suspicion of perforation: one side the coil showed that it was not following the trajectory of the tube and patency/failed closure). Hospitalization did not occur. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and there was a suspicion of perforation: one side the coil showed that it was not following the trajectory of the tube and patient underwent a laparoscopic tubal ligation. These events were interpreted as uterine perforation considered serious due to medical importance and fallopian tube patency was considered non-serious. Both events are listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In cases of unilateral or bilateral insert perforation, fallopian tubes may appear patent at control hysterosalpingogram. In this case, it is not clear if there was a uterine perforation or if device was ineffective. However, considering the positive temporal relationship and given the nature of these events, uterine perforation and device ineffectivity were considered related to essure. As the patient underwent a laparoscopic tubal ligation, therefore, the case was regarded as incident. A product technical analysis is expected.

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 22-dec-2014: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy (patency). Lack of efficacy may occur under the use of any product and not indicative of a quality deficit per se. The reported adverse event is a known, possible, undesirable event, may occur, most often during insertion and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and there was a suspicion of perforation: one side the coil showed that it was not following the trajectory of the tube and patient underwent a laparoscopic tubal ligation. These events were interpreted as uterine perforation considered serious due to medical importance and fallopian tube patency was considered non-serious. Both events are listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In cases of unilateral or bilateral insert perforation, fallopian tubes may appear patent at control hysterosalpingogram. In this case, it is not clear if there was a uterine perforation or if device was ineffective. However, considering the positive temporal relationship and given the nature of these events, uterine perforation and device ineffectivity were considered related to essure. As the patient underwent a laparoscopic tubal ligation, therefore the case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Perforation questionnaire received on 18-feb-2016. Patient's medical history included 7 previous pregnancies, 2 parities, 4 spontaneous abortion, 1 elective abortion and curettage. Essure was inserted on (B)(6)-2014 (4 years after her last delivery). She was not breastfeeding at that time. Uterine abnormal findings were denied. Complaints immediately after insertion were denied. On (B)(6)-2016, hsg was done. Left coil was in correct position and on right side, tube was not blocked. Second test was not performed. Patient was advised to rely on essure. Essure was not removed and patient recovered. Patient opted for laparoscopic tubal ligation. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and there was a suspicion of perforation: one side the coil showed that it was not following the trajectory of the tube and patient underwent a laparoscopic tubal ligation. According to follow up information, the patient recovered. These events were interpreted as uterine perforation considered serious due to medical importance and fallopian tube patency was considered non-serious. Both events are listed according to essure's reference safety information. Uterine perforation with essure may occur, most often during insertion. In cases of unilateral or bilateral insert perforation, fallopian tubes may appear patent at control hysterosalpingogram. In this case, it is not clear if there was a uterine perforation or if device was ineffective. However, considering the positive temporal relationship and given the nature of these events, uterine perforation and device ineffectivity were considered related to essure. As the patient underwent a laparoscopic tubal ligation, therefore the case was regarded as incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.